Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-11735, related manufacturer reference number: 2017865-2020-11739, related manufacturer reference number: 2017865-2020-11740. It was reported that the implantable cardioverter defibrillator system was explanted prophylactically due to an infection. The patient was discharged post procedure.